Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio2: 1.3, lab: 2.0. Twenty minutes between results. Pt's target therapeutic range is 2.0-3.0. Pt had been in the hosp through (B)(6) 2010.